Event description:
It was reported that the insulin pump had been exposed to moisture. The blood glucose reading was unknown. The customer's husband stated that the customer had gotten into the pool with the device still on, and now there was water in the insulin pump. The caller observed that the insulin pump was vibrating without any alarm or alert, and was sounding a constant tone. The display went blank immediately after being exposed to water. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.